Event description:
It was reported that the tip of an asahi regalia xs 1.0 guide wire had fractured during a percutaneous peripheral intervention (ppi) to treat a heavily tortuous, heavily calcified lesion in the ulnar artery. Attempts to cross the lesion with two wires of different types were not successful. The guide wire was then replaced with the regalia xs 1.0. When attempting to cross the lesion with the regalia xs 1.0, it would not cross a slightly angled, heavily calcified segment of the lesion and the wire tip became separated. Attempts were made to remove the separated wire tip by snaring, but were not successful. A surgery was then performed to remove the wire fragment. The patient was under monitoring at hospital.

Manufacturer narrative:
Manufacturing site: (B)(4). A fragment of the reported regalia xs 1.0 was returned for evaluation. The returned wire fragment was found tortuously deformed throughout its length. The ball tip was found attached on the distal end of the wire fragment; the fragment was the distal segment of the regalia xs 1.0 for approximately 25mm from the tip. For observation purpose, the polymer jacket was then removed to expose the fracture ends of the coil and the core. Coil proximal to the fracture end was tightened. At approximately 2 - 3mm distal to the coil fracture end, the coil was found crushed as if it was grasped. The core was fractured at approximately 3mm distal to the coil fracture end. Microscopic observation found that the fracture end of the core was necked and had a flat fracture surface, indicating tensile stress and torsion had contributed to the observed core fracture. The proximal segment of the regalia xs 1.0 was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress and torsion had most likely contributed to the tip separation. The applied stress would accumulate and exceed the product design limit when the tip was being caught and restricted its movement by the angled lesion, fracturing the core and the coil. It was concluded that this event was not attributed to product quality. Because the proximal segment of the regalia xs 1.0 was not returned, it was unable to completely rule out the potentiality that some wire fragments might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings]. ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] ~separation of the guide wire.